Event description:
It was reported that this right ventricular (rv) lead with a lead extender showed high, out of range (oor) shock impedances once. The rv lead shock impedance trend is now within range. Various possible origins for the oor impedances were discussed. The rv lead and the extender remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.